Event description:
It was reported that patient presented in-clinic for follow-up. High, out of range hv and lv lead impedances were observed. It was found that the rv coil pin was not fully inside the header. The pin was reset and tightened. No further issues reported. The patient was in great condition following the surgery.